Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium neo meter I were reviewed and the dhrs showed the freestyle optium neo meter I passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the adc meter and customer was unable to obtain readings. As a result, customer experienced symptoms suggestive of hyperglycemia described as polyuria, intense headaches, and asthenia. Customer was seen at a hospital where administration of "usual treatment of the patient" was provided and customer was monitored for a reported diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.